Event description:
It was reported that "... Plugged in tip and fried. Tip burned and its elements shot out." With tip inserted into the joint, upon immediate use, the "filament shot out tip". Three-quarters of an inch of fiber broke from the tip. The piece was retrieved from the patient, and no injury to patient was reported due to the incident. A new 20475m-hp was used to complete the procedure.